Event description:
Information received from the (B)(6) database.treatment of a left unruptured internal carotid (ica) sidewall aneurysm measuring 1.2mm x 6mm. Post procedure, it was reported that the patient experienced headaches. A magnetic resonance spectroscopy (mrs) was done on (B)(6) 2012 due to the headaches.the patient's condition was reported as ongoing.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).